Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this spinal cord stimulation (scs) system was replaced due to charging difficulties and an elective magnetic resonance imaging (MRI) compatibility. Device will not return because it was not released by facility. Patient is doing great post op, was seen at wound check and patient did not need any adjustments made. Additional programs were added in case pt's coverage changed over time, pt is happy at this time. Electrocautery only used before explanting previously implanted ipg.